Event description:
Patient successfully underwent coil embolization for an anterior communicating artery aneurysm with 4 coils and a microcatheter (subject device) . Next day magnetic resonance imaging (MRI) showed an artifact. The CT image showed no sign. According to the physician, the artifact may be a marker for the product used. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly, and performance specifications. Visual and microscopic examination could not performed as the device was not returned. Functional testing could not be performed. Based on the analysis, the reported event was not confirmed. Additional information provided by the customer indicated that no allegation against any of the devices used in the procedure and the device performed as intended. Based on the investigation results and available information, there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Manufacturer narrative:
This is the first of 4 reports. Subject device is not available.

Event description:
Patient successfully underwent coil embolization for an anterior communicating artery aneurysm with 4 coils and a microcatheter (subject device) . Next day magnetic resonance imaging (MRI) showed an artifact. The CT image showed no sign. According to the physician, the artifact may be a marker for the product used. There were no clinical consequences to the patient.